Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The contact reported the customer experienced two temperature alarms while sleeping and device was plugged into a power source. Customer reported ¿normal¿ temperature conditions. The customer experienced an elevated blood glucose (bg) level ¿above 400 mg/dl¿. The customer addressed the elevated bg with a bolus of insulin via the pump, prior to receiving the second alarm. The contact was unable to clear the alarm immediately. The customer will use manual injections until they receive the replacement pump.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.